Manufacturer narrative:
Device - initial analysis found no output intermittently during vibration testing; however, during extensive additional evaluation, the anomalous condition disappeared and the device operated normally.

Event description:
Ni